Event description:
Health Impact Description (g),Health Impact Code FDA (g),Health Impact Code IMDRF (g);No Health Consequences or Impact,2199,;

Event description:
IT WAS REPORTED THAT THE TIP OF AN ALEUTIAN TLIF II STRAIGHT INSERTER INNER SHAFT FRACTURED INTRA-OPERATIVELY. THE PROCEDURE WAS COMPLETED SUCCESSFULLY WITH NO SURGICAL DELAY AND NO ADVERSE CONSEQUENCE TO THE PATIENT.